Manufacturer narrative:
Explant date is not applicable. At the time of submitting the emdr, the lens remains implanted in the patient's eye. (B)(6). (B)(4). At the time of submitting the e-MDR, the lens remains implanted in the patient's eye. Therefore, the device is not available for evaluation. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the eyesight was different 3.0 diopters from the target with a z9002 lens. This information was provided when the abbott medical optics (amo) sales representative visited the facility to explain the z9002 recall. Additional information was received indicating that the intraocular lens serial number (B)(4) was implanted on (B)(4)2013 in an (B)(6) male. The patient outcome was hypermetropia. Before surgery: right eye (vd)=0.3(0.6 x -0.5d x cyl-1.75d x 80); after surgery: 0.8(1.0 x +2.5d x cyl -1.75d ax110). It was stated that the intraocular lens (iol) was implanted in the patient's right eye and is in the patient's eye. It was stated that the patient's suspensory ligament is weak. It was stated that if the iol was explanted and replaced, suture surgery will be performed. No further information was provided.

Manufacturer narrative:
Manufacturing record review was conducted by the manufacturer. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. No lenses were rejected due to diopter fall out or incorrect lens power. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.